Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was severely kinked throughout its length. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The outer diameter (od) of the pusher assembly mid-joint could not be measured. The inner diameter (ID) of the introducer sheath was measured within specification. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while attempting to advance the device, and the device may not advance at all. Based on the returned condition of the ruby coil lp, the device could not be functionally tested. The ruby coil lp pusher assembly was severely kinked throughout its length. These kinks were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance at all within the introducer sheath. Therefore, the physician removed the ruby coil lp and attempted to advance the coil on the back table; however, the same issue occurred. The ruby coil lp was therefore; not used in the procedure. The procedure was complete using another coil. There was no report of an adverse effect to the patient.